Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a pacemaker system check due to possible lead fracture anomaly. Upon further examination, the atrial and right ventricular leads exhibited stable electrical measurements. A chest x-ray was performed, and no lead fracture or insulation breaches were identified. The patient stated he had made sudden movements with his arm under a pillow and felt a pop around where the pacemaker was located. He stated after this "pop" he was able to move the device around in the pocket. The radiologist suspected possible concerns with the leads after reviewing the x-ray. After the another review of the x-ray, the clinicians were unable to identify any issues with the leads. The physician elected to not perform any intervention at this time and continue to monitor the leads. There were no adverse consequences to the patient. Related manufacturer reference number: 2017865-2020-23236.